Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a shaft break occurred. Vascular access was obtained via the right femoral. The 99% stenosed, 16mm in length, eccentric shaped, de-novo target lesion was located in the non-tortuous, moderately calcified, 2.5mm in diameter obtuse marginal (om). The lesion area contained a bend >/= 90 degrees. The ejection fraction was 58%. The lesion was pre-dilated with a non-bsc 2.5x14mm balloon catheter resulting in 50-60% residual stenosis. A 2.50x16mm promus element¿ plus drug-eluting stent was selected for treatment. During advancement of the stent delivery system (sds) the shaft of the sds fractured before reaching the lesion. It was noted there was resistance during advancement through the non-bsc 6f guide catheter. The device was removed and the procedure was completed with another of the same device. There were no reported patient complications and that patient status is listed as stable.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was returned for analysis. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken in the region of a severe kink. The hypotube broke 214mm distal from the strain relief. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the stent found no issues with its profile. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. Vascular access was obtained via the right femoral. The 99% stenosed, 16mm in length, eccentric shaped, de-novo target lesion was located in the non-tortuous, moderately calcified, 2.5mm in diameter obtuse marginal (om). The lesion area contained a bend >/= 90 degrees. The ejection fraction was 58%. The lesion was pre-dilated with a non-bsc 2.5x14mm balloon catheter resulting in 50-60% residual stenosis. A 2.50x16mm promus element¿ plus drug-eluting stent was selected for treatment. During advancement of the stent delivery system (sds) the shaft of the sds fractured before reaching the lesion. It was noted there was resistance during advancement through the non-bsc 6f guide catheter. The device was removed and the procedure was completed with another of the same device. There were no reported patient complications and that patient status is listed as stable.